Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported "customer stated that the plastic casing tore while suturing the product." No patient harm or delay in surgery reported.

Manufacturer narrative:
The device was returned for evaluation. It was found the there was a tear at the point where the stainless steel plug ends within the exit port. It is unclear as to why a suture was placed between the reservoir and the stainless steel plug. While we are unable to determine the specific root cause of the tear, it is possible that either shod forceps were not used during the suturing procedure and the teeth of the forceps caused a stress riser to occur. Suturing put stress on the silicone and caused the tear to propagate. It is also possible that the suture that was applied was applied too tight causing a stress riser on the internal surface of the exit port where the stainless steel plug ends. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.